Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was scratched. A visual inspection was performed and showed the scope to have distal tip damage, a damaged side arm, and a cracked weld in the outertube. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during procedure, the device was scratched. There was no backup device available and it is unknown how the issue was resolved. There was no delay and no patient injury reported.